Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported on 15jul2025 that the black cable connecting the system controller to the batteries was cracked and the patient was having low voltage alarms. The site blamed the alarms on the mobile power unit and requested the mpu be exchanged. The system controller and the backup system controller were exchanged. There were no adverse consequences.

Manufacturer narrative:
G4: PMA number corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was unable to be confirmed; however, evaluation of the returned heartmate mobile power unit (mpu) (serial number (B)(6)) confirmed damages that is consistent with causing low voltage alarms. The submitted and downloaded log files were reviewed, and no atypical alarms or events were observed. The pump maintained a speed within the expected range without issue while the driveline was connected. The mpu was inspected at the european distribution center (edc) and visual inspection revealed punctures in the patient cable¿s outer jacket. The unit underwent functional testing and operated as intended. The mpu was forwarded to the product performance engineering (ppe) group for further analysis. The forwarded unit was connected to a test system controller and mock circulatory loop and was able to provide power to the system without issue. No atypical alarms were able to be reproduced. The patient cable¿s outer layers were stripped where the puncture damage was observed. Damage to multiple wires was found, including exposed conductors of the relative state of charge (rsoc) and 15 vcc power wires. With manipulation of the patient cable, these conductors could have shorted to shield, which would have resulted in the reported event. The observed damage was therefore determined to be the root cause of the low voltage alarms. Provided information stated the alarms only occurred while connected to the mpu, and the event resolved following the controller and mpu exchange. There were incidental findings of damaged housing. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU (rev. B) heartmate 3 patient handbook (rev. B) are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve low voltage advisory alarms. Section 2 of the IFU, entitled ¿system operations¿, and section 2 of the patient handbook, entitled ¿how your heart pump works¿, states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ section 8 of the IFU, entitled ¿equipment storage and care¿, and section 6 of the patient handbook, entitled ¿caring for the equipment¿, address how to properly care for, maintain, and store the equipment for proper use, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.